Event description:
During the procedure to implant excluder bifurcated endoprosthesis devices, blood loss in excess of 1 liter occurred. Blood was transfused. The procedure was successfully completed. There was no adverse outcome for the pt. No allegation of deficiency regarding any of the excluder devices used in this case was made.